Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the customer¿s reported issue (blurred lens) could not be confirmed, but the occurrence is likely. The possible causes for the reported issue could be the image was blurred due to damage of the charge coupled device (ccd) unit, a sliding error of the movable l-range in the zoom scope, occurrence within the allowable range, or damage/deformation of the connector. However, as the issue could not be confirmed, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During inspection and testing, service observed a leak in the rubber cover (a-rubber) adhesive and a leak in the instrument channel. The c-cover insulation failed due to cracked c-cover. The a-rubber adhesive on the insertion tube and c-cover was cracked. The insertion tube had severe buckling at the boot and a soft dent at 20cm. The image was intermittent/flickering but was ok after aeration. Switch 1 had a cut, and the angulation was low. The control knob had play, and the right/left and up/down movement was loose. The plastic cover at the distal end had deep dents. The objective lens was chipped. The light guide lens was chipped. The light guide tube had buckling. The scope connector was dry after aeration. All labels were peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had a ¿blurred lens when in use.¿ the issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event.